Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during an unknown procedure, when the surgeon fired the contour the staples closed properly on the specimen end however on the bottom end no staples were found and the lumen remained open. The surgeon appeared to fire the contour correctly and all the staple drivers appeared to have been driven upwards and no staples were seen on the device. The surgeon had to hand sew the anastomosis rather than use a circular device as planned. The procedure was extended by just over 30 minutes. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p58w7e. Device evaluation: it was reported that the staples closed properly on the specimen end however on the bottom end no staples were found and the lumen remained open. The analysis results showed that the cs40g device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.